Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. The device met 86% of expected longevity, with battery at 98% on the depletion curve, equaling 88% projected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4543 competitor implantable pacing lead: (B)(6) 2009. 4076 implantable pacing lead: (B)(6) 2009. (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) and the longevity was unexpected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.